Event description:
Device# 1: infection of left tissue expander. Per operative report: "the implant was ruptured and removed". Device# 2: right tissue expander. Per operative report: "attention was turned to the right side where a nonviable nipple was debrided. This exposed the subcutaneous pocket and as such it was elected to remove the right tissue expander prior to it being contaminated".